Event description:
It was reported that the patient presented for a follow up in clinic. It was noted during interrogation that the elective replacement indicator (eri) was observed earlier than expected on the pacemaker. Premature battery depletion was alleged. The pacemaker was explanted and replaced. The procedure was completed with no adverse patient consequences.